Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT performed due to back pain revealed the filter was leaning to the right and slightly anterior with its tip likely abutting the wall of the cava. Additionally, there was a strut which extends posteriorly and abuts the anterior aspect of the vertebral body and also one of the short struts and two of the long struts extends to the wall of the aorta without luminal penetration. Eventually, one month later patient presented for the filter retrieval. Initial venogram revealed the hook of the filter was embedded within the ivc wall. The tip could not be grasped with a snare. Then, endobronchial biopsy forceps were advanced to grasp the apex of the filter but could not advance the sheath over the hook and apex of the filter. Then, it was able to dissect the soft tissue from around the hook and apex of the filter and then grasp the apex and advance the sheath over the filter. The filter was then extracted through the 16-french sheath. The filter was intact with no fractured legs. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 10/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, CT performed due to back pain revealed the filter was leaning to the right and slightly anterior with its tip likely abutting the wall of the cava. Additionally, there was a strut which extends posteriorly and abuts the anterior aspect of the vertebral body and also one of the short struts and two of the long struts extends to the wall of the aorta without luminal penetration. Eventually, one month later patient presented for the filter retrieval. Initial venogram revealed the hook of the filter was embedded within the ivc wall. The tip could not be grasped with a snare. Then, endobronchial biopsy forceps were advanced to grasp the apex of the filter but could not advance the sheath over the hook and apex of the filter. Then, it was able to dissect the soft tissue from around the hook and apex of the filter and then grasp the apex and advance the sheath over the filter. The filter was then extracted through the 16-french sheath. The filter was intact with no fractured legs. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 10/2013), h6 (conclusion). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.